Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A singular x-ray image has been provided and reviewed confirming a mid-shaft fracture of the femoral stem as reported. It is not possible however to determine root cause using only this singular image. The device manufacturing record (DHR) has been reviewed. No related deviations or anomalies identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: c58bt1000. The device manufacturing record (DHR) has been reviewed. No related deviations or anomalies identified. Device history review: the device manufacturing record (DHR) has been reviewed. No related deviations or anomalies identified. Patient code: no code available (3191) is used to capture device revision or replacement.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the aml stem fractured mid-shaft. Stem and head removed and replaced with competitor products. It was also indicated that there was a loosening of the stem at the proximal portion. No surgical delay. Doi: (B)(6) 2008; dor: (B)(6) 2020; left hip.